Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The arrow down button was unresponsive. Also the customer had an alarm after the batteries were changed. The customer indicated that their high bgs were due to settings not being in pump. The device did not have basal rates. Customer would remain on back up plan to treat bgs.